Event description:
The information received from the states that this female patient was presented to the interventional lab for embolization of an aneurysm located in the right internal carotid artery (rica). As the physician was attempting to treat the aneurysm, he found a significant resistance past the hub of the microcatheter, with orbit coils. Please note that five microcatheters were used in the procedure, and the physician experienced the same difficulty. The physician was able to remove each delivery system from the mc and exchanged each mc over a guidewire without losing access to the target vessel. The procedure was successfully completed with another prowler mc and a combination of gdc coils and orbit coils. There was no reported injury to the patient. After product analysis was performed on the returned product, it was found that this coil and the gripper of the device were stretched when received. Therefore, this is being reported as a product malfunction under the medical reporting guidelines.

Manufacturer narrative:
It was reported that resistance was encountered past the hub when inserting multiple orbit coils into multiple cordis prowler microcatheters. The coils were able to be removed from the microcatheter without loss of target site. There are no identified patient or procedural factors contributing to the report of the encountered resistance. It is not possible to determine if the stretched condition of this orbit coil occurred after procedural use, during handling/packaging for return, or if the resistance in the microcatheter contributed to the stretching of the coil. A dcs orbit introducer was received separated from delivery system. Introducer distal end appeared to be pulled. Support coil was kinked. No other visual anomalies were noted. Od of delivery tube was found within specification. Coil and gripper were stretched. Also, the coil was kinked. No functional test could be done due to the received condition. Manufacturing records for involved lot were reviewed and results indicate that product met quality requirements for product acceptance. Failure could not be confirmed. Cause of the damaged unit could not be conclusively determined. Inspections are in place to prevent damaged orbits before from leaving the facility. This is the second of three products involved with this event which is associated with mfg. Report# 1058196-2006-00147, -00148, and -00149.